Manufacturer narrative:
This complaint is for the battery cap alone. The cap has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, it was alleged that the battery cap was cracked. There were no other details provided by the reporter. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit. This complaint is for the battery cap alone.